Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, after several inflations, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The coyote es device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's status was good.